Manufacturer narrative:
(B)(4) 2014 - it was reported that this lead was capped and replaced on (B)(4) 2014.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected at some 13 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. It is reasonable to assume that the lead was dissected in the course of the explantation procedure. The visual inspection of the returned lead fragment revealed that the insulation was, apart from the present cuttings, free of breaches. The analysis of the available lead fragment did not reveal any indication of a material or manufacturing problem.

Event description:
Intermittent noise seen on the rv iegm only. All lead trends appear stable and unchanged. Advised to investigate and monitor the lead at this time.